Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 204, 89 mg/dl. Tests were done within 10 mins with a difference of 70%. Pt did not experience any adverse events. No further info has been reported.